Event description:
On 2017-08-03 zoll manufacturing corporation received a patient's ECG analysis that indicated that the lifevest did not enter a treatment sequence. The ECG analysis indicated the patient was in vt/vf for approximately 90 seconds. The patient first entered vt at 120 bpm. The rate was below the patient's programmed threshold (150bpm) for vt. After approximately 34 seconds, the patient's rhythm degraded to vf. CPR artifact was then found on the patient's ECG. The patient later entered asystole and transitioned first to bradycardia at 30 bpm before spontaneous cardiac activity returned. On 2017-08-09, zoll manufacturing corporation became aware of additional information that the patient's physicians alleged the lifevest did not work as intended due to ECG noise and electrode fall-off. The patient reportedly collapsed on (B)(6) 2017 and needed to be resuscitated. The patient was reportedly at a dialysis center at the time of the event. The patient regained consciousness while at the hospital. There was no reported death or serious deterioration in the patient's state of health resulting from the reported event. There is no evidence of a device malfunction contributing to the event. Preliminary evaluation did not identify a device malfunction that would have contributed to the alleged ECG noise and electrode fall-off. An unrelated product problem was identified during the evaluation of the monitor on 07/28/2017, which affected the pulse delivery circuitry. Additional information 09/08/2017: there is no device malfunction involved in the event. Engineering analysis determined that the patient entered into an arrhythmia for approximately 90 seconds in which the patient's vt rate was originally below the prescribed threshold at 120bpm and then varied around the threshold while in vf. The rate did not sustain above the prescribed rate threshold (150bpm vt / 200bpm vf) to initiate a treatment sequence. The lifevest requires approximately 60 seconds of sustained ventricular tachycardia or 30 seconds of sustained ventricular fibrillation above the programmed threshold in order to deliver a treatment shock. Following this 90 seconds, noise was evident on the patient's ECG preventing further detection. The source of the noise is likely the reported resuscitation efforts. There was no reported death or serious deterioration in the patient's state of health resulting from the alleged event. There is no evidence of a device malfunction contributing to the event. The prescribed treatment threshold for the patient was 150bpm for ventricular tachycardia. No treatment sequence was initiated as the patient's rhythm was originally below the prescribed threshold at 120bpm and then varied around the threshold. The amount of time above the threshold was not sustained long enough to initiate a treatment sequence. Further, noise was later found on the ECG which prevented further detection. The source of the noise could not be positively determined.

Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The electrode belt passed incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Device investigation of monitor sn (B)(4) is still underway. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. Preliminary evaluation did not identify a device malfunction that would have contributed to the alleged ECG noise and electrode fall-off. An unrelated product problem was identified during the evaluation, which affected the pulse delivery circuitry. In addition, the monitor case was cracked at the battery well. It is suspected that the damage to the monitor occurred when the patient collapsed. The impact may have caused a fractured solder connection, which resulted in the pulse delivery circuitry failure. No adverse event resulted from the defective monitor.

Event description:
On 2017-08-03 zoll manufacturing corporation received a patient's ECG analysis that indicated that the lifevest did not enter a treatment sequence. The ECG analysis indicated the patient was in vt/vf for approximately 90 seconds. The patient first entered vt at 120 bpm. The rate was below the patient's programmed threshold (150bpm) for vt. After approximately 34 seconds, the patient's rhythm degraded to vf. CPR artifact was then found on the patient's ECG. The patient later entered asystole and transitioned first to bradycardia at 30 bpm before spontaneous cardiac activity returned. On 2017-08-09, zoll manufacturing corporation became aware of additional information that the patient's physicians alleged the lifevest did not work as intended due to ECG noise and electrode fall-off. The patient reportedly collapsed on (B)(6) 2017 and needed to be resuscitated. The patient was reportedly at a dialysis center at the time of the event. The patient regained consciousness while at the hospital. There was no reported death or serious deterioration in the patient's state of health resulting from the reported event. There is no evidence of a device malfunction contributing to the event. Preliminary evaluation did not identify a device malfunction that would have contributed to the alleged ECG noise and electrode fall-off. An unrelated product problem was identified during the evaluation of the monitor on 07/28/2017, which affected the pulse delivery circuitry.